Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged cap with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred after us with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, "blood leakage due to defective caps. Jan-15: new information received from sales rep. 1. Caps were damaged that caps and stoppers were not securely connected. 2. Blood was leaked inside the holders. Jan-17 : new information received regarding defective cap. Based on customer description, the caps were somewhat squeezed and damaged. Once they found several defected tubes, they discarded the whole allegedly affected pack."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred after us with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, "blood leakage due to defective caps. New information received from sales rep. Caps were damaged that caps and stoppers were not securely connected. Blood was leaked inside the holders. New information received regarding defective cap. Based on customer description, the caps were somewhat squeezed and damaged. Once they found several defected tubes, they discarded the whole allegedly affected pack."